Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced ventricular fibrillation and cardiac arrest that required medication, chest compressions, and impella placement. After ventricular tachycardia was induced for the patient and ablation was performed, they attempted to pace the patient out of ventricular tachycardia and the patient went into vf (ventricular fibrillation). The patient was cardioverted and the patient went pea (pulseless electrical activity). The patient's ef (ejection fraction) was at zero. When looking at the echocardiogram, there was no squeeze or profusion with the ventricle. Chest compressions were done, a code was called, and the patient was given epinephrine. The patient finally recovered. The patient's oxygen saturation was low but it was able to be recovered. Medical intervention for low oxygen saturation is unknown. An impella device was being implanted into the patient at the time of the call. The last known patient status was not critical. It was reported that the qdot catheter, nuvision nav catheter, decanav catheter, and vizigo sheath were inside of the body when the adverse event occurred. The optrell catheter was used for the pre-map but was not inside of the body when the adverse event occurred.